Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 2.1 mmol/l and over the course of 8 hours, self-treated with "10 tablets of dextro energy and 3 liters of cola". Customer subsequently experienced symptoms described as "movement restrictions" and nausea and obtained a sensor scan result of 2.6 mmol/l, so emergency services were called. Upon their arrival, a reading of "hi' (reading >27.7 mmol/l) was obtained and customer was treated with 10 units of insulin via insulin pump and transported to a hospital where a laboratory reading of 50 mmol/l was obtained. Customer was treated with additional insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 2.1 mmol/l and over the course of 8 hours, self-treated with "10 tablets of dextroenergy and 3 liters of cola". Customer subsequently experienced symptoms described as "movement restrictions" and nausea and obtained a sensor scan result of 2.6 mmol/l, so emergency services were called. Upon their arrival, a reading of "hi' (reading >27.7 mmol/l) was obtained and customer was treated with (B)(4) units of insulin via insulin pump and transported to a hospital where a laboratory reading of 50 mmol/l was obtained. Customer was treated with additional insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed linearity testing on returned sensor, and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 2.1 mmol/l and over the course of 8 hours, self-treated with "10 tablets of dextroenergy and 3 liters of cola". Customer subsequently experienced symptoms described as "movement restrictions" and nausea and obtained a sensor scan result of 2.6 mmol/l, so emergency services were called. Upon their arrival, a reading of "hi' (reading >27.7 mmol/l) was obtained and customer was treated with 10 units of insulin via insulin pump and transported to a hospital where a laboratory reading of 50 mmol/l was obtained. Customer was treated with additional insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.